Event description:
It was reported that the patient was experiencing recurring incontinence due to cuff fluid loss and air in the system with an artificial urinary sphincter (aus). The aus cuff, balloon, and pump was remove and a new aus system was implanted. Should additional relevant details become available, a supplemental report will be submitted.